Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment. Visual inspection confirmed the complainant¿s experience of seal fragmentation. The black fragment matched the missing portion of the septum, an internal rubber component of the seal. Based on the description of the event and condition of the returned unit, the septum fragmentation was most likely caused by an asymmetrical instrument that was inserted or removed through the trocar in non-axial manner. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as septum fragmentation is unlikely to lead to death or serious deterioration in state of health.

Event description:
Procedure performed: sleeve gastrectomy. Event description: [translation] introduction of the trocar per op, when the camera is inserted, the trocar valve falls into the patient's belly, thus detaching itself from the stem. Additional information received from an applied medical representative via email on 09jul25: there was no patient injury and the patient is fine, event date 30jun25 with procedure performed was sleeve gastrectomy and concomitant devices used during are trocar 5mm and grasper. All black in colour pieces were retrieved from the patient and it was confirmed the entire component fell out. Before and t the time of the incident a fenestrated clamp. The internal seal components was removed or cut in order to inspect the damaged component. No images/video available. Device is available for return. Intervention: valve retrieved from the belly - change of trocar. Patient status: there was no patient injury and the patient is fine.

Event description:
Procedure performed: sleeve gastrectomy. Event description: [translation] introduction of the trocar per op, when the camera is inserted, the trocar valve falls into the patient's belly, thus detaching itself from the stem. Additional information received from an applied medical representative via email on 09jul25: there was no patient injury and the patient is fine, event date 30jun25 with procedure performed was sleeve gastrectomy and concomitant devices used during are trocar 5mm and grasper. All black in colour pieces were retrieved from the patient and it was confirmed the entire component fell out. Before and t the time of the incident a fenestrated clamp. The internal seal components was removed or cut in order to inspect the damaged component. No images/video available. Device is available for return. Intervention: valve retrieved from the belly - change of trocar. Patient status: there was no patient injury and the patient is fine.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.